Event description:
It was reported that patient presented to the hospital with emergency medical crew after being found unresponsive. Interrogation showed device was at eri with some capture, resulting in long pauses between pacing. Device soon reached eol the same day. Reprogramming was performed but still could not capture. An external pacemaker was set up to pace the patient. ICD therapy was disabled. Patient began experiencing torsade des pointes and was rescued externally. Device was explanted. It was noted that the patient has recovered and is at home.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported premature battery depletion was confirmed in the laboratory. Based on the available parameter and usage information, a longevity calculation was performed and was found to be below the expected limits. The original battery was returned to the vendor for further evaluation and no anomaly was found. The cause of the premature battery depletion could not be determined.